Event description:
It was reported that the customer had a calibration error and change sensor issue on the insulin pump. The customer's blood glucose level was 127 mg/dl. The troubleshooting was performed. The customer was advised to remove and change out sensor. The patient was advised that sensor are on back order and will ship out once available, she understood and stated that would be fine. The customer was advised that we would sent replacement sensor and return material for sensor that she would need to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.